Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No blank display was noted. The pump was received intermittent button response due to corroded keypad traces. No frozen screen was noted .the pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corner.(B)(4)

Event description:
The customer reported via phone call indicating cracks from the insulin pump. The customer's blood glucose reading was 245 mg/dl. The customer stated that there were cracks around the reservoir compartment and the pump froze up. The customer stated that the up and down buttons arrows are not working properly. The customer stated that while troubleshooting, the pump went completely blank. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.